Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the customer resolved the issue by reseating the endoscope. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the image from the endoscope was suddenly rotated 180 degrees. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable root cause was attributed to improper customer setup.

Event description:
Refer to h11 for follow-up information.